Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Multiple attempts were made by tandem technical support to trouble shoot the issue, however, no response was received. No additional information was provided.